Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use an endeavor resolute rx coronary drug eluting stent to treat a non calcified lesion with 95-98% stenosis located in the distal right coronary artery (rca). The device was inspected with no issues noted. The lesion was pre-dilated using a 2.0 x 15 mm balloon. The device did not pass through a previously deployed stent. Resistance was encountered while advancing the device and excessive force was used during delivery. It was reported that the device failed to cross the lesion and stent deformation occurred. The procedure was completed using a non-medtronic stent. The patient was reported to be alive with no injury. Final angiogram revealed successful ptca timi iii flow.

Manufacturer narrative:
Additional information: negative prep was performed during the procedure. Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity) device evaluation summary: the stent was not positioned between the markerbands due to stretching of the mid stent segments causing the distal stent segments to stretch over the distal makerband. Deformation was evident to the 5th to 11th distal stent segments with struts raised and stretched. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.